Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 7/12/2017 - voicemail, 7/20/2017 - voicemail, 7/25/2017 - voicemail. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The display was replaced.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The case was reportedly completed with a portable ventilator. There was no reported patient injury.